Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 600 mg/dl. Ketones were present. The customer went to the emergency room (ER) and was treated with intravenous fluids and insulin. After a few hours, the customer left the ER with a bg of approximately 100 mg/dl and was feeling better. Later that day, bg increased to over 600 mg/dl. The cause was not known. The customer was admitted to the hospitalized on (B)(6) 2018 and was treated with intravenous fluids and insulin. High bg was resolved and the customer was discharged the next day. The customer was doing well and had resumed pump therapy. The contact could not provide further information regarding the event. Reportedly, the customer was using apidra insulin. Tandem technical support advised the contact that apidra was not labeled for use with the cartridge.